Event description:
The consumer initially reported experiencing a burning sensation in their right eye after inserting a new pair of contact lenses in the morning. They visited an optician later that day, who confirmed the lens was intact but observed a lesion on the cornea and recommended an urgent visit to an ophthalmologist. The doctor found redness and a lesion on the cornea's first layer, advised the consumer to stop wearing contact lenses for a few days, and prescribed moxifloxacin 0.5 percent eye drops one drop every four hours and sodium hyaluronate eye drops 0.4 percent, preservative-free one drop every two hours .two days later, the lesion had healed, and the ophthalmologist cleared the consumer to resume wearing contact lenses in two more days. However, about a week after the initial issue, the consumer resumed using the same contact lenses and experienced discomfort and redness again. A third ophthalmologist confirmed that while the lesion had healed, the contact lens was causing irritation the consumer switched to a new pair of contact lenses, and the discomfort resolved immediately, confirming that the contact lens had been the cause of the injury. The current condition of the consumer¿s eyes was symptoms resolved at the time of this report. Additional information has been requested but not yet received. Upon follow up information received from consumer stating that no previous condition in the eyes. The discomfort from the contact lens in right eye persisted for approximately two weeks. The consumer had resumed wearing the contact lenses. Currently the consumer is not using any drops. No additional information has been requested at the time of this report.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record, sterilization record, production information, complaint history and periodic trend review for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. Report filed under manufacturer¿s internal reference number (B)(4) will not qualify for the reportability as the lot captured in this was not associated with any of the events. Hence, it was close cancelled. The manufacturer internal reference number is: (B)(4).